Event description:
The reporter indicated the surgeon inserted a 12.6mm vicm 12.6 implantable collamer lens in the patient's left eye (os) and the lens tore after being inserted. The lens was removed with no patient injury and a longer lens was implanted, which resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).